Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 249 mg/dl. During system check with tandem technical support, there was an air gap observed in the tubing. The customer was unable to prime the air bubble, and declined further troubleshooting from tandem technical support regarding this event. Reportedly, the infusion set was changed.